Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration") in a 42 year-old female patient who had essure inserted (lot no. C38211). Additional non-serious events are detailed below. The patient had a medical history of breast cosmetic surgery in 2012, abdominoplasty in 2007, parity 1 in 1997 and uterine cervix stenosis (no possibility to insert an iud), allergy to metals, overweight and tobacco user. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. As concurrent condition the report mentioned uterine adenomyoma. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2015 she experienced adenomyosis ("uterine adenomyosis"). In 2015 she experienced device dislocation (seriousness criterion intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), headache ("headache"), visual acuity reduced ("decrease in visual acuity"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("skin rash"), memory impairment ("memory disorder") and attention deficit hyperactivity disorder ("attention disorder") and was found to have weight increased ("gain of weight"). Essure was removed on (B)(6) 2020. An unknown time later she experienced libido decreased ("decrease in libido"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, allodynia, amenorrhoea, arthralgia, asthenia, attention deficit hyperactivity disorder, device dislocation, headache, insomnia, libido decreased, memory impairment, myalgia, rash, tendonitis, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.685 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: implants in place, and possible adenomyosis (without symptom). [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. Lot number: c38211. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration") in a 42 year-old female patient who had essure inserted (lot no. C38211). Additional non-serious events are detailed below. The patient had a medical history of breast cosmetic surgery in 2012, abdominoplasty in 2007, parity 1 in 1997 and uterine cervix stenosis (no possibility to insert an iud), allergy to metals, overweight and tobacco user. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. As concurrent condition the report mentioned uterine adenomyoma. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2015 she experienced adenomyosis ("uterine adenomyosis"). In 2015 she experienced device dislocation (seriousness criterion intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), headache ("headache"), visual acuity reduced ("decrease in visual acuity"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("skin rash"), memory impairment ("memory disorder") and attention deficit hyperactivity disorder ("attention disorder") and was found to have weight increased ("gain of weight"). Essure was removed on (B)(6) 2020. An unknown time later she experienced libido decreased ("decrease in libido"). The patient was treated with surgery (hysterectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, allodynia, amenorrhoea, arthralgia, asthenia, attention deficit hyperactivity disorder, device dislocation, headache, insomnia, libido decreased, memory impairment, myalgia, rash, tendonitis, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.7 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: implants in place, and possible adenomyosis (without symptom). [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. Lot number: c38211. Production date: 2014-03-20. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon receiving a internal review, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) has been transferred to the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration") in a 42-year-old female patient who had essure inserted (lot no. C38211). Additional non-serious events are detailed below. The patient had a medical history of breast cosmetic surgery in 2012, abdominoplasty in 2007, parity 1 in 1997 and uterine cervix stenosis (no possibility to insert an iud), allergy to metals, overweight and tobacco user. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. As concurrent condition the report mentioned uterine adenomyoma. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2015 she experienced adenomyosis ("uterine adenomyosis"). In 2015 she experienced device dislocation (seriousness criterion intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), headache ("headache"), visual acuity reduced ("decrease in visual acuity"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("skin rash"), memory impairment ("memory disorder") and attention deficit hyperactivity disorder ("attention disorder") and was found to have weight increased ("gain of weight"). Essure was removed on (B)(6) 2020. An unknown time later she experienced libido decreased ("decrease in libido"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, allodynia, amenorrhoea, arthralgia, asthenia, attention deficit hyperactivity disorder, device dislocation, headache, insomnia, libido decreased, memory impairment, myalgia, rash, tendonitis, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.685 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: implants in place, and possible adenomyosis (without symptom). [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis lot number: c38211, production date: 2014-03-20, and expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-oct-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.